Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the filter bag could not be retrieved. The target lesion was located in the saphenous vein graft. A filterwire ez¿ embolic protection system was selected for use. During withdrawal of the filterwire, it was noted that the retrieval sheath could not pass through the proximal end of the implanted stent. The tip of the sheath was bent in attempts to retrieve the filterwire but still could not cross the stent. The target area was re-dilated with another balloon device and a buddy wire was advanced. The filtewire was then able to be captured with a non-bsc guide catheter. No patient complications were reported and the patient's status was well.